Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 296 mg/dl at the time of incident, but was 120 mg/dl at the time of call. The customer's symptoms included vomiting. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. It is unknown how the customer was treated. The customer completed troubleshooting and found that the cannula was bent. The customer was advised to change out their entire set, reservoir, and insulin and treat per their doctor's instructions. No further details were provided.